Manufacturer narrative:
One device was returned for evaluation. The customer's reported problem, an air leak-like sound comes from the back and ventilation is not possible, was verified by functional testing. Visual inspection was not performed. The root cause was that the tube had come off inside the unit. The tube was replaced to resolve the problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when the ventilation mode was set to cmv, an air leak-like sound comes from the back and ventilation was not possible. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.